Manufacturer narrative:
Concomitant medical products: 407645 lead implanted: (B)(6) 2012. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead noise and oversensing were noted during a follow-up session. As the physician planned to upgrade the device, the lead was also capped and replaced during the same procedure. No patient complications have been reported as a result of this event.